Event description:
It was reported that "clip applier would fire two clips at a time and clip would not fully close around the vessel". No injury reported.

Manufacturer narrative:
The actual device was returned. When the engineer's report is received, a supplemental report will be filed. At the time that this complaint was initially reported, "failure of the clip to close" was not assessed to be a critical malfunction. Recently, complaints have been received where failure of the clip to close has led to patient injury. These complaints were filed as MDR reportable event. We have reviewed the older files and due to the recent information, decided to file medwatch reports on this older complaint.